Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that infection was observed. The patient presented for a replacement procedure on (B)(6) 2017 in which the right ventricular lead was capped and replaced. On (B)(6) 2019 it was noted that the patient had developed an infection. The right ventricular lead was explanted. No further information was reported.